Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR 1225714-2014-02343 and 1225714-2014-02344.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6) 2010, after the use of the product.